Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available. No product or data were provided for evaluation. The reported loss of connection could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
An evaluation of the sr was conducted and it was determined that this record is not a complaint, per sop-140200. The problem code has been changed to 1503 (non-complaint). This compliant is no longer an reportable event.